Event description:
It was reported that a pt underwent a pelvic organ prolapse repair procedure in 2007. Post-operatively, the patient developed a mesh exposure. As a result, two millimeters of mesh was trimmed in the surgeon's office in 2008.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.